Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in the emergency room feeling dizzy, the device was observed to be inappropriately diagnosing the patient's ventricular tachycardia episodes as supraventricular tachycardia episodes due to bigeminy. Thus, the patient did not receive needed therapy. Programming changes were made and the patient was stable.